Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 30 mmol/l at the time of the event. The customer was hospitalized for 2 weeks due to high blood glucose and treated with an IV insulin drip. The customer experienced symptoms, nauseous, thirsty and frequent urination. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.